Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the basal history shows a 0.00u basal rate on (B)(4) 2014 from 06:10 to 06:16 and from 17:15 to 17:18. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at conclusion of testing the basal tdd history correctly equaled 24.0u..#2. No eaw¿s occurred during 24hr duration testing. The tdd¿s add up correctly and reflect the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with extreme drowsiness/difficulty waking up/confusion and headache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.